Event description:
In 2009, the pt's blood flow stopped, during the procedure. Soon, the blood around the target lesion was suctioned with an aspiration catheter and the pt's blood flow returned to normal. After the procedure, as the physician considered risk of hyperperfusion syndrome, the pt's blood flow was controlled under anesthetic. Two days later the pt got pneumonia. The pt's condition was controlled under anesthetic and the pt recovered from the pneumonia four days later. When the pt recovered from the anesthetic; paralysis, on the left side of the body, and consciousness disorder were observed. A cerebral infarction on the ipsilateral side and in-stent thrombosis were confirmed by a CT scan. The physician feels that the in-stent thrombosis contributed to the pt's cerebral ischemia. The pt was treated with edaravone. The pt was admitted for a procedure with an 88% lesion in the right internal carotid artery. The lesion was moderately calcified. The lesion was pre-dilated at 6 atm. An angioguard was delivered and a precise stent was implanted successfully. The stent was post-dilated at 6 atm.

Manufacturer narrative:
This is one of two products involved with this adverse event in which associated manufacturer report number is 9616099-2009-00752. This study pt underwent carotid stent implantation and suffered hypoperfusion, hyperperfusion syndrome and cerebral infarction. This is a male with unk medical history. The target lesion was right internal carotid artery, described as moderately calcified, non-tortuous and 88% stenotic. An angioguard was inserted, tracked, deployed and retrieved without report of difficulties. The lesion was pre-dilated with an unk balloon. One precise stent was implanted without report of difficulty. The stent was post-dilated with an unk balloon. During the procedure, there was hypoperfusion through the target lesion. Debris and blood was aspirated using an eliminate catheter and the blood flow was restored. After the procedure, the physician suspected cerebral hyperperfusion syndrome. The hyperperfusion syndrome was treated by placing the pt under anesthesia. Two days post index procedure, while still under anesthesia, the pt developed pneumonia that resolved four days later. Six days post index procedure, after withdrawal of and recovery from the anesthesia the pt displayed paralysis on his left side of the body and consciousness disorder. A CT scan was performed that revealed instent thrombosis and an ipsilateral cerebral infarction. According to the physician, in-stent thrombosis contributed to cerebral ischemia. There is no device available for analysis. The product was not returned for analysis. However, facility, did review the device history records relative to the manufacturing, inspecting and packaging of this lot. The history records indicate this product was final inspection tested at facility, and was determined to be acceptable. Hypoperfusion is a known potential adverse event associated with the carotid stent implantation procedure. It is noted that in foreign usage, during common stent placement, vascular surgeons habitually perform implantation aspiration techniques. The physician wants to avoid having uncaught debris in cerebral perfusion move upstream, causing cerebral infarction. They take advantage of the blockage function of the filter to avoid this event and suction the debris out of the filter. The IFU states, "if the distal perfusion of dye is significantly reduced or no dye is perfusing past the filter basket or guidewire distal marker band, the angioguard emboli capture guidewire may have reached its capacity to contain emboli. If there is a severe reduction in distal dye perfusion, it is recommended to exchange the angioguard emboli capture guidewire for a new one." Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. Based on the info available, it appears that the difficulty experienced by the customer may have been caused by procedural or lesion characteristics and is not related to a product quality issue as the angioguard performed as intended. Hyperperfusion syndrome is a known potential adverse event associated with carotid stent implantation. Numerous reports have documented the risk of hyperperfusion syndrome after carotid endarterectomy, carotid angioplasty and intracranial angioplasty. The estimates of the incidence of hyperperfusion syndrome after carotid revascularization range up to 3%. Typically, intracerebral hemorrhage develops on the third to fifth postoperative day, though there have been cases observed immediately after surgery as well as cases developed as late as 3 weeks after revascularization. Evidence from observational studies, in lack of randomized trials, suggests that a number of factors-all-referable to hemodynamic exhaustion of the cerebral circulation-play a role, such as recent stroke, surgery for very tight internal carotid artery stenosis, concomitant contralateral tight lesion, impaired cerebrovascular reserve (cerebral hypoperfusion), and marked postoperative increase of an ipsilateral peak middle cerebral artery flow velocity in addition to pre- and postoperative hypertension. There is no evidence of manufacturing or design issues that contributed to the event. Consciousness disorder and paralysis, as symptoms of cerebral infarction, are well-known potential adverse events associated with the carotid stent implantation procedure. Cerebral infarction also known as a stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. There is no evidence that manufacturing issues contributed to the event. There are vessel and procedural issue that may have contributed to the adverse event experienced by the pt, specifically the debris captured by the filter, which indicates an abundance of potential emboli from target site debris.